Event description:
It was reported that the patient was not getting any pain relief from the intrathecal therapy. Ten days after the patient's refill visit, the reservoir was found to be completely full. The hcp did a study (date not reported) and the catheter appeared accessible and well positioned. A decision was made to replace the pump. During the replacement surgery, the catheter accessibility was tested again and was reconnected to the new pump. The patient was reported to be doing well with the new pump. The pump was used to deliver morphine.